Manufacturer narrative:
Qc prior to and on the day of the event was within the customer's established ranges. System check performed on 04/28/2010 passed within instrument specifications. A field service engineer was on-site (B)(4) 2010. Fse did not note any hardware issues which would have contributed to the event. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low troponin (accutni) result generated by the access 2 immunoassay system. The result upon repeat was within the risk stratification range. An amended result was reported to the clinician. No reports of death, injury, or change to patient treatment have been reported in connection with this event.